Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: pull wire left in anchor after deployment. The failure(s) identified in the investigation is consistent with the complaint record. The root cause was a material issue.

Event description:
It was reported that a portion of pull wire broke and remained inside of the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a portion of pull wire broke and remained inside of the patient.